Manufacturer narrative:
Bayer product analysis received and examined the returned sds-ctp-spk kit. Visual examination confirmed the presence of a foreign material that is white in color, pliable and appears to be plastic or vinyl material. This particulate was likely introduced during the component manufacturing or assembly. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The site reported the following: a technologist placed the syringes from an sds-ctp-spk kit (lot number 8533438) on the injector and prior to filling the syringes he noticed a piece of plastic inside one of the syringe barrels. The syringes were immediately removed and not used for a patient.